Manufacturer narrative:
Article citation: vougioukas, v, et al. Vertebroplasty combined with image-guided percutaneous cement augmented transpedicular fixation for the treatment of complex vertebral fractures in osteoporotic patients. J neurosurg science 2011; 54:135-141. Rods - therapy dates not provided pmma bone cement - therapy dates not provided. (B)(4). Neither the device nor applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Post-operative complications were reported in a retrospective review of patients with spontaneous compression fractures (ao / type a3) and osteoporotic changes without neurological deficits. Fracture levels ranged from t8 to l3. The patients were treated with single level vertebroplasty and image guided percutaneous cement augmented fixation of the affected segments between (B)(6) 2006 and (B)(6) 2007. In patients with radicular pain, decompression of the affected nerve root was performed through a tubular retractor system directly prior to instrumentation. There were no reports of screw breakage or loosening during follow up period. There were no cases of hardware failure requiring surgical revision. None of the patients experienced additional postoperative neurological deficits related to screw breakage. There were no wound infections. Post-operative x-rays confirmed adequate screw placement in all cases and clinical outcome was satisfactory in all cases. Total hospitalization time ranged from 5 to 15 days. One patient underwent prolonged hospitalization due to pulmonary decompensation. No further details were provided.